Event description:
During the procedure, after the angioguard delivery, the sds of precise stent (13417740, complaint product) was advanced, however, it could not cross the target lesion. When the physician applied extra force, the tip of the stent was dislodged from the distal part of the delivery system. The sds with the stent was retrieved back into the 8f guiding catheter (medikit) and removed from the pt body. The guiding catheter was moved back to the right femoral artery. However, the stent had been released distally inside the guiding catheter without the physician noticing it. When the physician inserted 5f guiding catheter into the 8f guiding catheter, the stent was pushed out into the vessel of the right femoral artery. Eventually, the physician realized the stent still remained at the vessel of right femoral artery. As the stent was severely deformed, a 2nd stent (details unk) was advanced and released to push the complaint stent against the vessel. The complaint stent was dilated with a balloon catheter (details unk) and was properly attached to the vessel under the 2nd stent. The 3rd stent (lot unk) was used and the procedure was completed successfully. There was no neurological symptom on the pt. The target lesion was right common carotid artery.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.